Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an exchange at the beginning of (B)(6) 2025 (B)(6). The patient received an emergent exchange on (B)(6) 2025 for suspected thrombus. The patient's log files were submitted for review. Following review of the submitted log files, it appeared the latest data capture began on (B)(6) 2025 at 9:36. On (B)(6) 2025, the file captured intermittent flow/power elevations. There also appeared to have been an isolated emergency backup battery (ebb) fault alarm in the last line of the log file. Additional log files were submitted for review. Following review by tech services, it appeared that there may have been a system controller exchange or implant data on (B)(6) 2025 at 1110. There also appeared to have been a low-speed advisory event on (B)(6) 2025 at 0334 with speed noted at 7930 rpm. It appeared that something may have passed through the pump, which caused the lower speed. There were pulsatility index (pi) events around that time as well. Additional log files were submitted for review and there appeared to have been a low-speed operation recorded on (B)(6) 2025. There were no further unusual events recorded and the mechanical circulatory support (mcs) equipment appeared to have operated as intended.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. A review of the submitted controller log file spanned approximately 6 days (20jun2025 ¿ 25jun2025 per time stamp). On 25jun2025 at 08:31:06 while connected to the power module, the backup battery fault alarm was active without the associated yellow wrench alarm. This was the last line of the log, and therefore the resolution of the alarm was not seen. The backup battery alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. There were no reported issues with the system controller. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting explain how to properly interpret and troubleshoot all controller alarms including backup battery fault alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.